Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during segmental lung resection, after the first firing, an error indicator of handle with white background was displayed. They took the device out of the body and pushed and held the upper button to remove the reload and tried to return the jaws to the neutral position, but error tone was generated, and articulation of the jaws did not return. Even though they pushed every button, error tone was still generated, and error indicator remained to display. As they could not remove the reload, they removed the adapter from the shell once, then reconnected. Error indicator remained, but as articulation was able to return to the neutral position, they could remove the reload. (However, pushing and holding of the upper button was not functional, same as for the error tone). After that, they pushed and held the green button, the display screen was reset and returned to a former state. Another device was used to complete the case. There was no patient injury.